Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af) on the stored atrial tachy response (atr) electrograms (egms). No adverse patient effects were reported. This device remains in service.